Manufacturer narrative:
(B)(4) = incomplete firing cycle. Additional information was requested and the following was obtained: can you clarify how the blue reload did not work? My understanding is that it would not fire did the device cut? I don¿t believe so. Were any of the forces higher or lower than expected (closing or opening)? No knowledge. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? I do not know. What color cartridge was being used? I believe it is blue. The analysis showed that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler did not staple and the blue reload did not work either. There were no patient consequences. Case completed with another device of the same product code.